Event description:
It was reported that the patient experienced coupling and or communication issues. Use of the antenna locate features resulted in a power-on-reset (por) condition being displayed on the recharger, which then led to the normal recharging screen. The patient was unable to adjust stimulation. The display showed a "call your doctor" icon. A por condition was reported. Clearing the por condition resolved the issue.

Manufacturer narrative:
Continued from concomitant medical products: lead model 377845 lot# v015093 implanted: (B)(6) 2007 explanted: na; lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; lead model 3778-45 serial# (B)(4) implanted: (B)(6) 2007 explanted: na; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2007 explanted: na; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2007 explanted: na; programmer model 37742 serial# (B)(4); recharger model 37752 serial# (B)(4).